Manufacturer narrative:
Results: the lantern was undamaged. A demonstration ruby coil was advanced through the lantern without issue. Conclusions: evaluation of the returned lantern revealed an undamaged and functional device. During functional testing, a demonstration coil was advanced through the lantern without issue. The reported complaint could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance after advancing a ruby coil past the hub of the lantern. The ruby coil was then retracted out of the lantern and the lantern was removed from the procedure. The physician then used a new non-penumbra microcatheter to successfully implant the same ruby coil, as well as eight pod coils, into the target vessel and completed the procedure. There was no report of an adverse effect to the patient.